Event description:
It was reported that the physician suspected the ventricular lead had not been properly inserted into pulse generator header during a recent change out procedure. The device remained implanted and no patient symptoms were reported. The patient would be monitored.